Event description:
Physician reported implant rupture and capsular contracture - baker grade I. MRI has been performed. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.